Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a site/set/cart (luer lock) issue. It was reported that there was an issue with the ¿luer lock¿; this issue was reported against 1 cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 03/09/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/03/2015 with the following findings:the luer of the returned cartridge was observed to be cracked off of the cartridge barrel: the reported issue was confirmed.